Event description:
Revision surgery necessary, due to tibial plateau breaking in two.

Manufacturer narrative:
The device lot not given did not correspond to the part number referenced, and could not be traced. The device will not be returned for evaluation. At this time, jjpi considers this file to be closed.